Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level was 325 mg/dl. The customer requested tandem technical support with assistance programming the pump to deliver a bolus as he did not know how. The customer then delivered a correction bolus via the pump to address the bg level. The customer declined any further troubleshooting.